Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative. It was reported that the cause of the pocket instability was not known, and clarification could not be provided about what the instability was. It was reported that the pocket was scheduled to be revised on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had pocket instability after examination with the surgeon. It was noted that what led or contributed to the event was not known. The patient was scheduled for a pocket revision. No patient symptoms were reported. No further complications were reported.